Event description:
It was reported that during a video laparoscopic prostatectomy procedure, during closure of the trigger, strong noise was heard, which normally does not happen, because the closing is always soft, so it was observed that the device had visibly broken, then it was opened manually, because the release button had not worked. There was no damage to the tissue. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Damaged pinion axle support, damaged firing trigger teeth, damaged yoke the following information was requested, but unavailable: which part of the device was found to be ¿visibly broken¿? On which firing(s) did this event occur (1st, 2nd, 8th, etc.) What color cartridge was being used? The analysis results found that the ats45 device was received with the clamping and firing mechanism damaged. No cartridge reload was present. The closing trigger was noted to be jammed halfway, therefore the device would not open. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support, yoke teeth and firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing and clamping mechanisms to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). Event could not be confirmed as no damaged anvil release button was noted during visual inspection. The batch record was reviewed and no anomalies were noted during the manufacturing process.